Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having an unidentified cartridge issue. Customer reset the pump and the issue was resolved. Customer declined to provide further information. There was no reported impact to customer's blood glucose.